Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator was failing the air flow accuracy test. No patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 16apr2019. The customer had troubleshot with technical support and was advised to replace the air/oxygen flow sensor assembly. Multiple attempts were made to obtain repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.